Manufacturer narrative:
Gtin: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, the patient was implanted with a 33mm epic mitral valve. The day following surgery a thrombus was identified on the valve which was reported to be secondary to the patient's reduced blood flow. On (B)(6) 2016, the patient was sent to surgery to evacuate the low-flow thrombus. At an unknown point in time, the patient required ECMO; however the patient died later that night (between (B)(6)) secondary to co-morbidities. Per report, the death was not device-related. No additional information is available.